Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation reported as deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, brown particles, delamination. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool on radius side and also performed which identify delamination in the diaphragm valve. The fill test inspection was performed the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage. Delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Device has been explanted.